Event description:
Approx one hour after insertion, the central lumen wave form was lost. The pt was being transported via helicopter from one hospital to another. When the pt arrived at his destination, the iab was removed and replaced without any complications.